Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an inserter broke during surgery while attempting to remove a screw. All pieces were removed from the wound. The procedure was completed using an alternative instrument. There were no reports of surgical delay or injury associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. The pentalobe tip was found to be twisted. Additionally, the alignment block had fractured. The complaint is confirmed. The cause may be attributed to misalignment of the inserter with the screw and/or excessive force placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.